Event description:
It was reported that the patient has a granuloma formation at the catheter tip that was surgically removed. A new granuloma had formed by 2009. The patient's pump was explanted. The patient's outcome was reported as "no injury." The medication being delivered via the device system was dilaudid.